Event description:
A 2.0 mm x 15 mm sprinter rx dilatation balloon catheter was used to pre-dilate an om lesion. The lesion morphology was reported to be non-tortuous with moderate calcification and 95% stenosis. The physician inserted the sprinter to the lesion site. Upon first inflation up to 4 atm the balloon would not inflate. The sprinter balloon catheter was removed successfully and poba completed the case. No clinical sequelae were reported and the pt is reported to have expired due to a non cardiac reason. The physician confirmed the pt was suffering from multiple disorders. Evaluation summary: medtronic has received the device and its analysis has been completed. As the balloon protector and stylette were removed, and it was evident that the stylette had been pushed up against the distal tip causing damage to the tip. The distal tip was bunched and the distal end was flared. Negative purge indicated the presence of a balloon leak. The balloon was inflated and two leaks were noted on the balloon. The leaks were located distal to the distal marker band and distal to the proximal marker band on the outside of the fold. Both leaks were small radial tears. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.